Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a new freestyle libre 3 plus sensor with the ilet and did not see a warm-up timer, and rescanning in the ilet app yielded an activation successful message. No adverse clinical symptoms reported. Outcomes included no change in therapy and no medical intervention. User support included device-use troubleshooting and user education. Investigation of this case revealed that sensor pairing initially failed but was resolved by rescanning, after which the expected warm-up period was communicated and understood, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction and transient bluetooth connectivity factors were the most likely contributors.